Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin was squirting out during manual prime. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 450 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the top of the reservoir was wet with insulin. The customer stated that the insulin did not continue to drip and the motor did not slow down or did numbers ramp up on the screen after letting go of the act button. The customer stated that the drive support cap appeared normal. The customer stated that they did not find a compromised force sensor system alarm in the alarm history. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The customer agreed to return the insulin pump for analysis.